Event description:
Rn contacted baxter's technical service center for assistance during patient's apd therapy. Rn connected wrong solution bags during setup and had unspiked supply lines at time of call. The technician assisted the rn in ending therapy and rn was advised to restart therapy with new supplies. Follow up with rn indicated therapy was completed with a manual exchange. No patient injury or medical intervention reported per rn.